Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Reportedly, the customer delivered a correction bolus and went for a walk. Subsequently, the customer¿s bg lowered and the customer lost consciousness. Emergency services were called and the customer was given a glucose injection to address bg level. Customer declined to go to the hospital.